Event description:
It was reported that during a tension vaginalis testis procedure when passing the second end of the tension vaginalis testis needle through the tissue, the needle came out without the tape attached to the needle. The tape was pulled back to the urethral dissection and add'l tunnelling was required to back the heat-sealed rubber band. The rubber band was retrieved from the rectus space and the tape was threaded through to complete the procedure. There were no pt consequences reported.